Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that the probe crashed on the cobas integra 400 plus analyzer on (B)(6) 2018. There was no new probe to replace it with, so the customer replaced the probe with a used probe. The customer stated that they received erroneous results for one patient sample tested for tp2 total protein gen.2 on (B)(6) 2018. No erroneous results were reported outside of the laboratory. The sample initially resulted with a tp2 value of 120 g/l. The sample was repeated, resulting as 83 g/l. The sample was diluted 1:5 and repeated a second time, resulting as 67 g/l. The sample was repeated a third time, resulting as 68 g/l. No adverse events were alleged to have occurred with the patient. The tp2 reagent lot number was 33597201, with an expiration date of 31-jul-2019. A precision study was performed with the patient sample and the observed imprecision could not be duplicated. The probe was replaced with a new probe and precision studies were performed. Precision was within range.

Manufacturer narrative:
The used probe that the customer was using to replace the crashed probe was defective. The issue was resolved after installation of the new probe.